Manufacturer narrative:
This report filed march 15, 2011. (B)(4).

Event description:
It was reported that patient underwent total hip arthroplasty and was subsequently revised due to a fractured proximal femoral component and infection. Operative reports provided indicate that the total hip arthroplasty took place on (B)(6) 2008 and the femoral component was removed on (B)(6) 2010 and an antibiotic spacer was placed. Operative reports also indicate that an irrigation and debridement procedure was performed on (B)(6) 2010. No further information has been provided to date.

Event description:
It was reported that patient underwent total hip arthroplasty and was subsequently revised due to a fractured proximal femoral component and infection. Operative reports provided indicate that the total hip arthroplasty took place on (B)(4)2008 and the femoral component was removed on (B)(4) 2010. An antibiotic spacer was placed during the revision procedure on(B)(4)2010. No further information has been reported to date.

Event description:
It was reported that patient underwent total hip arthroplasty and was subsequently revised due to a fractured proximal femoral component and infection. Operative reports provided indicate that the total hip arthroplasty took place on (B)(6), 2008 and the femoral component was removed on (B)(6), 2010. An antibiotic spacer was placed during the revision procedure on (B)(6), 2010. No further information has been reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: possible adverse effect #9 - fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight.the user facility was notified of the event on (B)(4) 2010. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.this report filed (B)(4), 2010.

Manufacturer narrative:
User facility forwarded a report after receiving a faxed letter from biomet on december 16, 2010 with event details. This follow-up report is being filed to make the FDA aware that both the manufacturer report number and user facility report number referenced in this medwatch are for the same patient, part number and event. Review of sterilization certification confirms devices were sterilized in accordance with (B)(4). (B)(4).